Event description:
Dr contacted sales rep to allege that he had just finished a gamma nail procedure and that the distal screw did not go in to the nail. He said the targeting device appeared to be damaged and that he has taken it out of the set.

Event description:
Dr contacted sales rep to allege that he had just finished a gamma nail procedure and that the distal screw did not go in to the nail. He said the targeting device appeared to be damaged and that he has taken it out of the set.

Manufacturer narrative:
Evaluation summary: the alleged event of distal mis-targeting was not confirmed. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned was fully given. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure.

Manufacturer narrative:
The investigation results will be reported in a supplemental report.